Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported there was a loss of therapeutic effect in (B)(6) 2016. In addition, there was no stimulation effect and no telemetry with either the patient programmer or clinician programmer. It was noted that there were high stimulation parameters, up to 7v, which may have contributed to the issue. There was ¿maybe a little dislocation¿ of the tined lead that led to the high stimulation parameter. The implantable neurostimulator (ins) was replaced and motor responses were measured intra-operatively. Sensible patient responses post-operatively were noted and the new ins was programmed with ¿actual best parameters,¿ with the new stimulation amplitude set at 1.5v. The issue was resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life. There was no telemetry and no output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mfg site ID was updated to (B)(4). Device information and serial number were updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.